Event description:
Event description boston scientific received information that this implantable defibrillation lead, implanted march 25, 1998, exhibited out of range pacing impedance measurements and oversensing. There were no adverse patient effects reported.